Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had issues with reservoir. Customer stated he tried to load the reservoir and remove air bubbles, but he was unable to. Customer then switched to a different reservoir and issue was resolved. Informed customer to call back if the issue occurs again. Advised customer the reservoir will be replaced. Customer agreed to return device for analysis. The customer's blood glucose was unknown.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill test and the reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.